Manufacturer narrative:
The device was returned for evaluation. The customer reported issue was confirmed as a the inspection found a black screen with a thin blue line on the top after powering on. Additionally, two defective circuit boards were found (cp and dp) as there were stains on the cp board and inside the device. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that during an unspecified procedure, the light from the viser elite ii video system processor began to flash white and yellow- on all monitors. The customer received an error message about dim light and a notification to reset the processor. After resetting, the display on the processor turned black / flashing black and could not see anything on the display. There was a green image on the monitors. The processor will be returned for evaluation. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is possible that the phenomena occurred because the patient boards (cp and dp boards) had defective parts which likely caused the malfunction. Dirt was also found on the cp board and inside the device. It is recommended for the customer to follow instructions for use during the cleaning process. Additionally, it was stated in the investigation that the cp board likely has been damaged by liquid. Olympus will continue to monitor field performance for this device.